Manufacturer narrative:
D10 concomitant products: unknown-vloc, unknown vloc product (lot#: unknown), unknown egia su, unknown endo gia sulu (lot#: unknown), unknown eea, unknown eea (lot#: unknown) andrea balla. "Can 3d imaging improve results in colorectal cancer laparoscopic surgery?", 2025, https://doi.org/10.3390/jcm14134437. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a comparative prospective observational study reported an institution¿s experience in using 3d imaging laparoscopy versus 2d imaging in the treatment of patients undergoing colorectal surgery for malignancy between october 2016 and november 2017. It was noted that during laparoscopic right colectomy and laparoscopic splenic flexure resection, the enterotomy was closed with a 2-0 v loc suture following anastomosis with a linear stapler (60 mm purple cartridge). In laparoscopic left hemicolectomy procedures and laparoscopic anterior resections, the side-to-end anastomosis was accomplished with the eea dst stapler. There were 171 patients included in the study, one patient who experienced an anastomotic leak required intensive care surveillance and ultimately died from sepsis. Can 3d imaging improve results in colorectal cancer laparoscopic surgery? Juan cintas-catena, j. Clin. Med. 2025, 14, 4437.